Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a decontaminated condition and available for investigation with visible damaged. During surgery the tip cracked. The components have been examined visually and microscopically with the digital microscope. A visual inspection of the instrument. The deformed tip and crack hints signs of a forced fracture due to overload. Additionally unknown deposit was found. The device quality and manufacturing history records have been checked for the lot number (52334129) and found to be according to the specification, valid at the time of production. The root cause is probably usage related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). It was reported that the tip was broke/cracked or compressed. Occurred during laminectomy surgery. No patient harm reported. No surgical delay reported.